Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. According to provided information, the pressure transducer pc (printed circuit) board was replaced but not returned for investigation. Provided ventilator logs confirm the reported failed pressure transducer test. Since no parts were returned for investigation, the root cause of the failed pressure transducer test has not been determined. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).